Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was a deep cut on the pink rubber of the probe unit. In addition, there was an excessive scratch on the distal sheath, the cement was peeling on the light guide lens, there were four (4) broken elements on the ultrasound image, peeling on the ultrasound cord, and the control knob movement was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the distal tip rubber needed to be replaced on the ultrasonic gastrovideoscope. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the issue was caused due to aging deterioration considering the date of manufacture of the device or to external force applied, e.g., rubbed excessively during daily use including reprocessing. The instructions for use (IFU) provides the following guidelines: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities.